Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the orsiro stent is neither deformed nor damaged. The stent is properly crimped in between the two radiopaque markers. The balloon is well folded and shows no signs of inflation. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The final root cause is most likely related to the patients anatomy.

Event description:
An orsiro drug-eluting stent system was chosen to treat a lesion (80% stenosis degree) in a tortuous pda. The device could not cross the lesion.